Event description:
On (B) (6) 2010, the patient reported that her blood glucose measured 545 mg/dl when she woke up. Her normal blood glucose range is 80-150 mg/dl. She increased her basal rates, bolused several units of insulin through the infusion device, and changed her infusion site location and her blood glucose did not decrease. She stated she was vomiting and ill and she went to the hospital. At the hospital her blood glucose measured "close to 600" mg/dl and she was given IV fluids and insulin via syringe. She remained connected to the infusion device and was released from the hospital by 3:30pm on (B) (6) 2010. When she returned home she changed the infusion device adapter and her blood glucose began to decrease to within her normal range. Further troubleshooting did not reveal any product issues. The alleged adapter was discarded. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.